Event description:
Pt contacted dexom technical support on (B)(6) 2011, to report that she has been experiencing irritated and peeling skin from the adhesive on the sensor patch. Pt consulted with her endocrinologist who recommended a hydrocortisone cream to use prior to sensor wear but pt claims that the cream usage inhibits the sensor patch from adhering properly on skin. At the time of her call to dexom technical support, pt reports wearing a new sensor that she intends to remove soon due to skin starting to swell.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.